Event description:
It was reported during a laparoscopy the scissors broke inside the patient¿s belly. The radiography picture has highlighted that a small piece in the patient¿s belly is present and could be identified. The surgeon has decided to not recover it. No further patient complication reported.

Manufacturer narrative:
(B)(4). One of the scissor blades is broken at the proximal pin hole level. The broken fragment has not been returned. The observation of a corroded area in the breakage zone indicates the existence of a preexisting crack that could have weakened the instrument and lead to the reported incident. The cause of the crack cannot be determined because multiples origins are possible. No material or manufacturing defect has been highlighted on the returned instrument. Please note that the instrument is 8 years old.